Event description:
Issue: malfunction. Description: system cannot boot. Initial report text: it was reported to philips that the system could not be booted up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips remote service engineer (rse) inspected the system remotely and determined that the customer had accidentally removed the mains power from the system by activating the hospital's emergency button. This caused the system to not boot up. Once the power to the system was restored, the system successfully restarted and returned to normal operation. At the time this complaint was received, philips did not have enough information to exclude a malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the system did not malfunction. The boot-up issue was determined to be the result of the power being accidentally removed from the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcomes.